Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, hemostasis was not achieved after suture placement using the over-the-wire technique. Pulsatile blood flow was observed. A 7f sheath was inserted over the wire and manual arterial compression was applied to achieve hemostasis. Protamine was administered to the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.